Event description:
It was reported that upon reviewing of the stored electrocardiograms, noise was noted on the ventricle channel of the pulse generator. The noise could not be reproduced with isometrics. The device remained implanted.

Manufacturer narrative:
(B)(6).